Event description:
Reportedly, during a pacemaker check on (B)(6) 2018, no data was recorded in the device memory. No other abnormalities were observed (e.g. The lead measurements).

Manufacturer narrative:
Please refer to the attached analysis synthesis.

Event description:
Reportedly, during a pacemaker check on (B)(6) 2018, no data was recorded in the device memory. No other abnormalities were observed (e.g. The lead measurements).